Manufacturer narrative:
Medtronic received additional information that this 24mm mechanical valve was replaced with a 23mm non-medtronic mechanical valve. During the procedure the native valve was excised, and impingement tissue was removed. Leaflet motion was tested, and the leaflet opening/closing was inadequate. The surgeon believed this occurred due to patient prosthesis mismatch and due to the patient's anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to one of the leaflets not opening and closing as expected. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this mechanical valve, the valve was explanted for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.